Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels while using the pump for insulin therapy. Bg value was unknown. Customer performed infusion set, cartridge and insulin changes to address the issue and bg remained elevated. The customer did not observe any air bubbles. The customer did not receive any alarms during this event. Reportedly, the customer reverted to an alternate pump for insulin therapy and bg levels stabilized.